Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on 10/08 and discharged on 10/13 due to a catheter infection and peritonitis. The patient's pd catheter (not a (B)(6) product) was removed. The patient switched to hemodialysis (hd). Attempts to obtain additional information were unsuccessful. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".